Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable pulse generator 2012 (B)(6); 4524 implantable pacing lead 1997 (B)(6). (B)(4).

Event description:
It was reported that there was a lead warning on both the atrial and ventricular leads for low impedance. The patient will continue to be followed. The leads remain in use. No patient complications have been reported as a result of this event.